Event description:
It was reported that the patient presented to the emergency room with their device beeping. An alert was triggered due to low and variable impedance on the left ventricular (lv) lead. Additional information was obtained from the nurse indicating that there was no capture observed at the last check and it was determined that the lead was completely severed. The lead had insulation damage and was completely fractured with separation of proximal/distal segment near vein access point. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant product: d314trg ICD, implanted: 2012-(B)(6). (B)(4).